Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus. It was reported that the valve had appeared fully deployed but one of the delivery catheter system (dcs) tabs had not released. The valve was snared and left implanted in the ascending aorta. A second valve was successfully implanted. No adverse patient effects were reported.